Event description:
N/a.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported stretched stent was unable to be confirmed as the stent as not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified, moderately tortuous and 50% stenosed anatomy and/or inadvertent mishandling resulting in the noted multiple jacket chatter marks and the noted kinked stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device by disassembling the handle resulted in the reported stretched stent and the noted multiple device damages (separated handle halves, separated deployment rack/ribbon/hypotube/sheath/jacket, multiple sheath material/jacket material splits). As reported, a 5.0mm x 25cm non-abbott stent was implanted to align with the full length of the elongated absolute pro ll stent, facilitating post dilatation of the stents. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a long left distal superficial femoral artery lesion with moderate calcification, mild tortuosity and 50% stenosis. Using an antegrade approach, access was obtained in the right common femoral and a 6fr 45cm non-abbott sheath was placed. Advanced over a 260cm non-abbott guide wire(gw), the 4.0x150mm armada18 balloon percutaneous transluminal angioplasty (pta) catheter was used for pre-dilation. Then the 5x150mm absolute pro ll self-expanding stent system (sess) was advanced and the thumbwheel was engaged. Yet, the thumbwheel stopped deploying the stent after 3cm was exposed. The handle was disassembled, and the stent was manually deployed which resulted in losing access to the gw, and the stent elongated in the middle section remaining partially in the target lesion. After obtaining retrograde access in the posterior tibial artery, the absolute pro was re-wired. Then a 5.0mm x 25cm non-abbott stent was implanted to align with the full length of the elongated absolute pro ll stent, facilitating post dilatation of the stents. A 5.0x60mm absolute pro sess was advanced over an unspecified supracore guide wire through a 7fr 55cm non-abbott sheath and the stent was implanted. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.